Event description:
It was reported that during a stenting treatment procedure, stent deformation occurred. Using the femoral approach, a circulatory support system was placed achieving 2.5 l/minute. Afer pre-dilation, a 2.5x38mm promus element plus stent was successfully placed in the left circumflex artery reducing stenosis from 90% to normal lumen. The target lesion was 90% stenosed and was located in the ostium of the left anterior descending (lad) artery. It was noted that the lad had a separate origin from the left main artery. After pre-dilation, a 3.0x12mm promus element plus stent was implanted to cover the lesion segment at the ostium. However, the physician noted that the 3.0x12mm promus element plus stent did not initially cover the lesion so the stent was dilated again but it still did not cover the lesion. Next an overlapping 3.0x16mm promus element plus stent was delivered to cover the lesion, but the 3.0x12mm promus element plus stent "started moving and imaging showed the stent getting denser indicating stent shrinking." Additional inflations were made and "the catheter actually got wider between the two stents." Next the physician delivered a 3.0x12mm promus element plus stent to cover the gap between the two previously implanted stents. All three stents were well deployed in the area and additional inflations were made up to 20 atms in the segment reducing the 90% stenosis to a normal lumen. The patient tolerated the procedure well without complication and the circulatory support was removed.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).